Event description:
It was reported that a patient underwent an removal of ankle internal fixation procedure on (B)(6) 2026 and suture was used. It was reported that the loop was missing. Following the relevant operating procedures for removal of ankle internal fixation suture , preoperative confirmation was made that the suture specifications and materials met the requirements for surgical incision suture, ensuring that the suture strength and biocompatibility met the standards. When suturing the incision during surgery, the doctor used suture to close it, but upon opening it, it was found that the knotting coil was missing. Stop using suture , replace spare suture in a timely manner, and complete the incision suture operation according to the specifications after replacement. Normal progress of surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? --no when was the issue found(in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --please refer to the event description, other information requested is unknown. - do you have any photos available for visual analysis? --no to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.